Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
He reported event of premature discharge of battery and longevity anomalies were not confirmed. The device was received with normal output and telemetry communication. The device image and session records analysis indicated the device was operated with rate responsive feature enabled and was in MRI mode multiple times, which consume more energy than in its normal mode and can significantly reduce the battery¿s capacity. When automatic settings are programmed, such as rate responsive feature, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was operating at elective-replacement voltage level, consistent with normal projected longevity.